Event description:
A report was received that the trial failed due to stimulation causing discomfort in the area of back pain for the patient.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.